Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 265 mg/dl, which was addressed with a correction bolus. The customer reloaded the cartridge successfully. Then, the customer reported receiving an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer declined to perform troubleshooting and ended the call.